Manufacturer narrative:
Product analysis #(B)(4).ngod7 / (B)(6) 2018 13:17:23 gmt-0500 central daylight time analysis summary for pe#: (B)(4). Analysis transaction ID#: (B)(4), model#: 694765 serial/lot#: (B)(4), methodology and techniques: the actual product involved in the event was evaluated. Electrical tests were performed. Mechanical tests were performed. Visual analysis was performed. Summary of analysis performed: during analysis, the following tests were performed: leads - common tests, leads - analysis finding / cm distal, leads - high voltage, and leads - ext/ret helix. Results of analysis: based on analysis, the product had a performance issue due to operational context. Product disposition: the returned product was retained in storage after the analysis concluded according to storage guidelines the product may be stored off site. If requested, the product may be returned to the patient provided after analysis the product was in a condition that it could be returned to the patient. Analysis information -- (B)(6) 2018 18:17:19 cst pli# 10 product ID# (B)(4) the full lead was returned and analyzed. Analysis indicated that the helix of the lead became extrinsically distorted due to pulling /stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix stretched. No further helix function possible. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right ventricular (rv) lead was attempted but not used during implant. It was noted that the lead was placed in the septum, but had inappropriate threshold measurements. The lead was moved to a different location, but the active fixation would not work. This was attempted in other locations with no success. The lead was explanted and replaced. No patient complications have been reported as a result of this event.